Event description:
It was reported "6.5 x 50 polyaxial xia ii screw drive into pedicle. After rod and set screw were inserted, the set screw would not seat in tulip head. Set screw was removed and physician noticed tulip head was stuck. After using monoblocker instrument still could not move screw head. He loaded the screw back onto screw driver and removed the screw. He then took a mallet and tried to break the tulip head free, and was unable to. He then placed a 7.5 x 50 screw back into the pedicle. We eventually got the tulip head to break free from the locked position but not after compromising the integrity of the screw."

Manufacturer narrative:
Add'l PMA/510(k): k060361. Method: visual inspection, mfg record review. Result: visual inspection showed mark visible on bone screw head supporting high contact pressure applied during tightening and indicating bone screw was very angulated. Other marks indicate bone screw was firmly pushed down in tulip signifying firmly locked construct, hence screw-rod-blocker were tightened during surgery. Complaint analysis - jamming of screw head is a known behavior of polyaxial screw and not indicative of a product defect. Mfg record review - mfg records were reviewed and there were no issues contributing to reported events. Risk assessment - potential limited add'l surgery time. Conclusion: polyaxial screws are designed to lock when final tightened. Cold welding locks the screw after final tightening. When the screw is placed at an acute angle (as observed to be the case here), the screw can become rigidly cold welded into the tulip. The cold welded tulip did not prevent surgeon from removing screw. Since locking of screws is intended to occur by design after final tightening to retain implants in proper position after surgery, the event described in this complaint would not be considered to be a non-conformity. Hence no corrective action is applicable.